Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that battery was changed so many times and did not received no delivery alarm. Blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime/test, excessive no delivery test and occlusion test. No error alarm during testing noted. Broken battery cap noted. Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.